Manufacturer narrative:
One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested by connecting the two-piece male luer of the continu-flo sample with the one-link. The device was unable to be consistently connected and would pop off when attempting to connect. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set disconnected from a baxter primary set during infusion. The reporter stated that the sets "disconnected on their own". There was no patient injury or medical intervention associated with this event. No additional information is available.